Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.

Manufacturer narrative:
Analysis summary: it was determined on analysis that the programmer tested out of specification as the a jumping cursor issue was found. It was also noted that the programmer took a long time to boot up. A battery warning was displayed at startup and it was found that the battery was in poor condition. It was recommended that the programmer be decommissioned. If information is provided in the future, a supplemental report will be issued.